Event description:
The rptr took his meter to the lab for a meter to health care professional meter comparison test. The rptr got a test reading of 33 mg/dl and the dr's meter (surestep) result was 73 mg/dl. Rptr has difficulty getting a drop of blood. He stated that some times there is a little bit of white on the confirmation dot. He did not report any symptoms other than starting to feel hypoglycemic about 30 mins after his test. A control solution test was within range (numbers not available).